Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) had triggered twice for the right ventricular (rv) lead for unstable rv bipolar impedance and elevated sensing integrity counter (sic). Far-field oversensing was also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited a ventricular pacing spike and oversensing. Two or more non-sustained high rate episodes were also noted. A laser lead removal procedure was conducted. During the procedure, complications occured and the patient's chest had to be opened to repair a cardiac tear. The procedure was completed but the patient remained unstable. Approximately one week later, life support measure were suspended and the patient expired due to anoxic brain injury.